Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence, urinary/bowel dysfunction. It was reported that the patient reported that in november of last year they fell and broke their leg, then they began to have fecal incontinence. The patient stated that their ins was indicated for urinary incontinence and it was still working perfectly for that, but they were wondering if the fall might have caused the lead to break and adversely affect their bowel control. The patient said they were walking again and weren't having any serious problems with their leg, but they were wondering if they should adjust their therapy settings to see if the ins could help with the fecal incontinence in addition to the urinary incontinence. The patient was redirected to their healthcare provider (hcp) to further address the issue. The patient called back on (B)(6) 2026 and repeated information from the previous call. The patient spoke with their hcp's staff and were advised to call the manufacturer. The patient wanted to increase stimulation to see if the therapy would help with the fecal incontinence. The patient mentioned they'd had a few close calls where they couldn't make it to the bathroom. The patient added that sometimes at the end of the day they felt the stimulation more and it was irritating. They were not sure if it was because they were tired. The patient also mentioned that sometimes they didn't always feelstimulation in their labia minora. The patient also mentioned that they got a CT scan after they fell and broke their leg and they were told that everything looked good except it showed renal dilation. The patient was advised by a hcp to follow-up with a urologist to address the renal dilation. The agent reviewed how to increase stimulation. The patient increased amplitude until they felt comfortable stimulation. The patient will maintain stimulation level and continue to monirtor sympto ms. The patient said they would contact their managing hcp to set up an appointment.

Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.